Manufacturer narrative:
Other text: this remediation MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Six samples were received for evaluation. Samples were received in used conditions without its original packaging and decontaminated. Visual and functional testing were performed. Visual inspection observed the samples didn't present any damage, scuffs, pinch marks, cracks, crazing, etc. Could cause the failure mode reported. During functional testing, the six samples were fully priming and connected without difficultly, the pump was set running and the alarm was not activated. The complaint was not confirmed and no actions were taken. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken.

Manufacturer narrative:
Additional contact info: (B)(4).

Event description:
Information was received indicating that during infusion of hydromorphone with a smiths medical cadd medication 100ml cassette the cadd legacy plus pump exhibited a no disposable attached alarm. Per reporter the patient was without medication for several hours until a new cassette was compounded and therapy resumed. It was reported that 500mg was wasted. No adverse patient effects were reported.